Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010; etcf2828c49e stent graft implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the clinic received an alert and was unable to reach the patient. The clinic had someone check on the patient and it was revealed that the patient was deceased. Cause of death was unknown. It was reported by the clinician that the device was not suspected to be related to the death. Review of stored episodes revealed there was questionable right ventricular (rv) lead capture as there are no discernible t waves. The patient received 5 shocks total on the date of death, 1 failed. In addition, there are ventricular tachycardia (vt) non sustained and vt monitor episodes. No additional information is available.